Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The calcified and moderately tortuous lesion was located in the right superficial femoral artery (sfa). Event involved an in stent restenosis (isr) of an implanted non-bsc stent. It is unknown when the stent was implanted. Approach was obtained from the right popliteal artery. The device was inserted to the right sfa isr lesion. The balloon was inflated to 6atms on the first inflation and on the second inflation a balloon rupture occurred. Atms on second inflation are unknown. The procedure was completed with this device and the balloon was successfully withdrawn. There were no patient complications or injuries reported. The patient status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).